Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge stm evaluated the iabp and was unable to duplicate the reported issue and no fault codes associated with the failure were observed in the fault logs. The stm tested the ECG cable with simulator and it passed all lead selection with no problem found. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It has been reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic failure upon power up and there was no ECG detection. No patient was involved during this event. No adverse event was reported.